Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during cycle 5. The patient's ultrafiltration reading was with 1480 ml, indicating the home patient (hp) drained 3180ml more than their largest prescribed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The iipv was confirmed in the event history log review. The cause was use error where the fill volume was changed to a value higher than prescribed.